Event description:
Additional information from the manufacturer representative reported the following setting: pulse width of 120 us, frequency of 40 hz, and an amplitude of 0.5 volts using contacts 4+ and 3-. It was also reported the patient was very good.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. The ins was received with the battery discharged to the "sleep/lock" mode. A normal recharge was performed at body temperature with a 1cm spacing between the ins and the recharge antenna. No recharge issues were observed and the battery charged from the "sleep/lock" mode to "full" in 4 hours and 48 minutes. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2016 for approximately 21 minutes and the battery charged from 3.580 volts to 3.625 volts. The battery was not recharged for a sufficient length of time so the battery discharged back to the "sleep/lock" mode the same day. According to the trace report, the ins had never been overdischarged. After the ins had been fully recharged it passed functional testing.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the manufacturer representative reported the impedance were ok and the using was continuous. The manufacturer representative did not have additional information regarding the settings.

Manufacturer narrative:
The reported implant date of (B)(6) 2013 is prior to the manufacturing date. Follow up is being performed to confirm the implant date.

Event description:
A health care provider (hcp) reported via the company representative (rep) that pain symptoms appeared due to battery depletion. It was impossible to recharge the implantable neurostimulator (ins) anymore. There were no external factors that contributed to the event. No diagnostics or troubleshooting was performed. The action taken to resolve the issue was ins replacement. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.